Event description:
Revision surgery - infection, irrigate and drainage.

Manufacturer narrative:
On (B)(6) 2010, a sales agent informed (B)(4) of a revision surgery involving the replacement of a socket insert. The agent reported "irrigate and drainage. Change to semi constrained." A follow-up with the agent on (B)(6) 2010 confirmed that there was an infection. The original surgery was performed on (B)(6) 2008 and the revision surgery occurred on (B)(6) 2010. No info was submitted with this complaint about any pt activities, accidents, or medical contradictions that may have contributed to infection. The pt was female and (B)(6) at the time of the revision operation. Review of the implant device history record (DHR), product complaint report (pcr) database, and sterilization records show that the socket insert used in the original surgery met sterilization, design, and mfg requirements. Biocompatibility and shelf-life for this product was reviewed and found to be acceptable. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the pt's infection.